Event description:
The clearify visualization system started leaking a brown fluid from the bottom near the battery compartment out onto the surg tech's gloves as she was preparing to warm the scope. The warmer was immediately removed from the field and the surg tech changed her gloves. A new device was then opened. The fluid did not make contact with the patient and the area affected on the table with cleaned up with gauze, which was then removed from the field as well.